Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Reports a leak from a 6th use bloodline. A health care professional noted blood leaking from the pump housing; upon investigation, it was noted that the leak was from a "hole" in the pump segment. Unable to return all of pt's blood, reported blood loss is approx 320cc due to the leak and loss of extracorporeal system. 12/29-director of nursing on vacation. Spoke with charge nurse who will follow up on necessary clinical info and sample availability. 1/18/99-spoke with director of nursing. Reports that the pt remained stable and did not require any medical intervention. A repeat hemoglobin on 12/17 revealed no change (had been 10.2 prior to the event, on 12/17-hemoglobin 10.7). Also, reports that this was an isolated event, have not had any further problems since then. The suspect device was discarded on the day of the event. A response letter has been sent.